Event description:
The customer reported the system would make a loud noise and then the live image would black out. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage tank was replaced. The system was then found to be operating as intended.